Event description:
The customer reported that her blood glucose read "high" (greater than 500 mg/dl) about a day after the pod was activated. She noticed that the cannula had dislodged from the infusion site.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.